Event description:
It was reported that a patient had replacement surgery of spectra concealable penile prosthesis (spp) due to distal erosion. The physician removed the spp and left the erosion to heal. After that a new spp was implanted. The patient is in recovery status. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.